Event description:
It was reported that the ilet touchscreen was unresponsive, and the customer was advised to place the device on a charger and check for a screen crack. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health or required medical intervention. Investigation included complaint handling and user troubleshooting guidance. Investigation of this case revealed that the device performance issue was not confirmed due to limited information from the caller. It was concluded that the cause could not be determined based on the available information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.